Event description:
Discordant, falsely elevated thyroid stimulating hormone (tsh) and troponin (tniu) results were obtained on six patient samples on an advia centaur xp instrument. The discordant results were released to the physician(s). The samples were repeated on another advia centaur xp instrument and all assays resulted lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant falsely elevated tsh and tniu results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse replaced the wash station manifold due to cracking and starring around dispense ports, cleaned line vfitting and black cap, performed precision runs, calibrated and ran quality controls and all was within specification. The cause of the discordant, falsely elevated tsh and tniu results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.